Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that two days after the pump was attached to the patient, the device had only partially delivered the dose. The device had been filled with 3300mg fluorouracil in 115 ml 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned for evaluation containing approximately 48 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.